Event description:
A malfunction alarm identified as "malf 1" was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer reverted to using multiple daily injections (mdi) as a backup insulin therapy. The customer was also advised on how to store and return the faulty pump using a pre-paid label, which they acknowledged and agreed to do within 10 days.